Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument pitch cables were frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable could cause or contribute to an adverse event if the failure mode were to reoccur.

Event description:
It was reported that during a da vinci pyeloplasty procedure, the surgical staff noticed that the cable on the maryland bipolar forceps instrument was loose. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.